Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed a pump stop event. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file captured a transient pump stop event on 08sep2021 with corresponding low speed and low flow hazard alarms. The associated voltage levels indicated that the pump stoppage event occurred when the system was powered by external batteries. Before and after the pump stop event, the pump appeared to operate as intended above the low speed limit. It was later reported that the root cause of the pump stop was suspected to be a short-to-shield and further investigation was scheduled. The patient was asymptomatic and discharged home. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further related events have been reported at this time. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stoppage events captured in the submitted log files. Additionally, evidence of fluid ingress was confirmed; however, a specific cause for the fluid ingress could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 0.75¿ from the pump housing. The distal portion of the driveline measuring approximately 37.5¿ with the controller connector was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the driveline in the condition that it was received found all wires to be electrically intact. Upon removal of the outer jacket, the bionate was discolored brown and green but showed no signs of damage. Upon the removal of the bionate layer, dry, green debris was noted approximately 22" - 28" from the controller connector, indicating that the underlying layers of the driveline were exposed to moisture at an unknown point in time resulting in oxidation of the metal braided shield. A specific cause for this moisture ingress could not conclusively be determined through this evaluation. Visual inspection of the underlying wires revealed breaches to the black, brown, green, and orange wires on the pump end segment approximately 0" - 0.5" from the pump housing. Additional breaches to all six wires were observed on the distal segment approximately 2.25" - 4.25" from the pump housing. The remaining portions of all wires were then submerged in a saline bath solution for high potential current leakage testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. The pump stoppages captured in the log files could have resulted from a short-to-shield if any of the exposed wires contacted the metal braided shield while operating on a grounded power source (mobile power unit or power module with grounded patient cable). These stoppages also could have resulted from a phase-to-phase short if the exposed conductors of any two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on an ungrounded power source (external battery power or a power module with an ungrounded patient cable). Incidental findings: superficial jacket damage was observed underneath rescue tape approximately 7.5" - 8.5", 13" - 21", 24", and 25" from the controller connector. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Lastly, the IFU states that although the external components of the heartmate ii lvas are moisture-resistant, they are not waterproof. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was in the clinic for a follow-up visit, a single pump stop event was noted in the patient's history. An x-ray of the patient's chest was performed. The cause of the pump stop was thought to be caused by a short to shield. The patient remained asymptomatic, and was discharged home.